Event description:
The customer reported that the device port overheated at 12,610 joules into a prostate procedure. The case was completed by turp. There was no harm to the pt.

Manufacturer narrative:
The event description reported to the MFR did not indicate a reportable issue. The device was subsequently returned to the MFR, and the analysis identified a potential safety issue. Failure analysis disclosed that the fiber cap was intact and attached, and that the fiber cap was drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency and may also result in a forward-firing condition of the side-firing fiber. The customer's report of a device port overheat was not confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and / or anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that the tissue contact or tissue probing may cause fiber damage or breakage.